Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported discoloration of ground prong. Evaluation confirmed the symptom of "discoloration of ground prong". Evaluation confirmed that the ground prong on the ac power adaptor was discolored potentially due to heat damage. While the source of damage could not be conclusively determined, the discoloration appears to have originated from the outlet end of the prong and progressed towards the adaptor. The customer was sent a replacement power cord. Overheating of device or component.

Event description:
It was reported that during preventative maintena spectrum pump had a ground prong that looks like it may have sustained burn damage. Customer also reports that the metal could be tarnishing prematurely. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.